Manufacturer narrative:
This report is being filed to update the patient identifier.

Event description:
It was reported that this patient presented to the emergency room due to delivered shocks while on vacation in thailand. Routine interrogation of this device showed that the battery was at elective replacement indicator (eri) as of (B)(6) 2023. In (B)(6) 2023 when the patient was last seen a device change out was booked for november based on battery remaining. The physician wanted to know why the device battery dropped suddenly from may to june. Premature battery depletion was suspected. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
The returned device was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that this patient presented to the emergency room due to delivered shocks while on vacation in thailand. Routine interrogation of this device showed that the battery was at elective replacement indicator (eri) as of june 2023. In may 2023 when the patient was last seen a device change out was booked for november based on battery remaining. The physician wanted to know why the device battery dropped suddenly from may to june. Premature battery depletion was suspected. Additional information noted that the patient underwent a device change out in australia. There was difficulty removing the lead from the device header thus the lead was cut, and the pace/sense portion of the lead was left in the device header. The device was returned. No additional adverse patient effects were reported.

Event description:
It was reported that this patient presented to the emergency room due to delivered shocks while on vacation in thailand. Routine interrogation of this device showed that the battery was at elective replacement indicator (eri) as of june 2023. In may 2023 when the patient was last seen a device change out was booked for november based on battery remaining. The physician wanted to know why the device battery dropped suddenly from may to june. Premature battery depletion was suspected. Additional information noted that the patient underwent a device change out in australia. There was difficulty removing the lead from the device header thus the lead was cut, and the pace/sense portion of the lead was left in the device header. The device was expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the initial reporter's name, last name, facility name, address, city, zip code, health professional and occupation.

Manufacturer narrative:
This report is being filed to correct the impact codes.

Event description:
It was reported that this patient presented to the emergency room due to delivered shocks while on vacation in thailand. Routine interrogation of this device showed that the battery was at elective replacement indicator (eri) as of (B)(6) 2023. In (B)(6) 2023 when the patient was last seen a device change out was booked for (B)(6) based on battery remaining. The physician wanted to know why the device battery dropped suddenly from (B)(6) to (B)(6). Premature battery depletion was suspected. Additional information noted that the patient underwent a device change out in australia. There was difficulty removing the lead from the device header thus the lead was cut, and the pace/sense portion of the lead was left in the device header. The device was returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was expected to be returned. Should the device be returned analysis will be conducted and this investigation will be updated.

Event description:
It was reported that this patient presented to the emergency room due to delivered shocks while on vacation in thailand. Routine interrogation of this device showed that the battery was at elective replacement indicator (eri) as of (B)(6) 2023. In (B)(6) 2023 when the patient was last seen a device change out was booked for november based on battery remaining. The physician wanted to know why the device battery dropped suddenly from may to june. Premature battery depletion was suspected. Additional information noted that the patient underwent a device change out in australia. There was difficulty removing the lead from the device header thus the lead was cut, and the pace/sense portion of the lead was left in the device header. The device was expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigation will be updated.

Event description:
It was reported that this patient presented to the emergency room due to delivered shocks while on vacation in thailand. Routine interrogation of this device showed that the battery was at elective replacement indicator (eri) as of (B)(6) 2023. In (B)(6) 2023 when the patient was last seen a device change out was booked for november based on battery remaining. The physician wanted to know why the device battery dropped suddenly from (B)(6). Premature battery depletion was suspected. No adverse patient effects were reported. The device remains implanted.